Event description:
A philips account manager reported that the device did not fully boot up. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A philips account manager reported that the device did not fully boot up. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.